Manufacturer narrative:
FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: VISIBILITY/PALPABILITY.

Event description:
HEALTHCARE PROFESSIONAL REPORTED VIA THE NATIONAL BREAST IMPLANT REGISTRY (NBIR) MANUFACTURER REGISTRY SPECIFIC DATA REPORT (MRSDR) " WRINKLING/RIPPLING ". THIS RECORD IS FOR THE RIGHT SIDE. DEVICE WAS EXPLANTED.

Event description:
Healthcare professional reported via the National Breast Implant Registry (NBIR) Manufacturer Registry Specific Data Report (MRSDR) " Wrinkling/Rippling ". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of visibilty/palpability is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Additional, Changed, and/or Corrected Data: B5, H6.